Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 70% stenosed lesion was located in the moderately calcified superficial femoral artery. Vascular access was obtained through the left femoral artery. The sterling balloon dilatation catheter ruptured on the first inflation at 8atms. The inflation duration is unknown. The device was removed and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)